Event description:
Overdelivery reported: the pump was programmed in the concurrent delivery mode. The primary line was programmed to infuse normal saline at 30.0ml/hr and heparin (concentration unspecified) 300.0ml was infusing at 10.0ml/hr in the secondary delivery mode. It was reported that approx 6 hrs after the infusion was started, the pump alarmed and the heparin bag was empty. The physician was notified and the heparin drip was discontinued and stat labs were ordered. The heparin drip was resumed once the pt's ptt was within acceptable limits. There were no reported adverse effects other than the temporary elevated lab values. Though requested, there was no add'l info available.